Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr the vacuum was too high, there was overfill, and hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the tubes received were too strong and pulling too quickly. All the specimens are hemolyzed with the 4ml tube."

Manufacturer narrative:
H6: investigation summary: bd received 86 samples for investigation. The samples were evaluated by functional testing and the indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® tube glu plh 13x75 4.0 blblce gr the vacuum was too high, there was overfill, and hemolysis. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: "the tubes received were too strong and pulling too quickly. All the specimens are hemolyzed with the 4ml tube."